Event description:
It was reported that the radio frequency (rf) head would not identify or interrogate patients' devices unless the user pulled up on the cord. Multiple heads were tried without success. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the radiofrequency (rf) connector on the link electronic module (lem) board was loose.